Manufacturer narrative:
(B)(4). Device manufacture date: october 5, 2015- october 6, 2015. The device was received for evaluation with approximately 99 ml of fluid still in the bladder. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection via the naked eye revealed no signs of blockage or physical abnormality that could have caused the reported flow problem. A flow rate test was performed, and the flow rate was found to be within specification. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not flow. This occurred after filling with fluorouracil. There was no patient involvement. No additional information is available